Event description:
It was reported that, during use, an alta monitor displayed inaccurate cardiac output, stroke volume, central venous pressure, sto2, and systemic vascular resistance values. The monitor alerts were not audible even though it was activated in the settings and no alerts were displayed. Issue was resolved by restarting the monitor. There were no allegation of patient injuries. Patient demographics are not available. Further information is not available.

Manufacturer narrative:
Additional product code: dqe, dsb, dxn, fll, mud, qms, qnl, dqk additional premarket submission: k242451 it is not known if the device will be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the serial number. A supplemental report will be forthcoming when the investigation is complete. Product evaluation will be included in the supplemental report if device is returned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.